Event description:
It was reported the implantable neurostimulator (ins) was turned off in (B)(6) 2012 because "it didn't work." Therapy didn't control bladder urges or frequency and the patient kept wetting herself. Additional information further stated the device never worked for the patient. She contacted her physician regarding it and they attempted to increase stimulation, but it never worked. The ins remained implanted.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v973528, implanted: (B)(6) 2012, product type lead. (B)(4).